Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No medwatch form was received analysis found that the lead insulation was abraded. (B)(6) laboratory technician; st jude medical crmd (B)(6). No complaint was received with return of the device. Failure (event) observed during analysis.